Manufacturer narrative:
(B)(4). The customer disagrees with the 3rd of three shock advisory decisions during a pt event. There was no report of any negative pt outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer disagrees with the 3rd of three shock advisory decisions during a pt event. There was no report of any negative pt outcome.